Manufacturer narrative:
Additional/device evaluation: the pump was returned fully assembled with the percutaneous lead (lead) fully intact but the velour covering was removed and not returned with the lead assembly. The sealed outflow graft and sealed outflow graft bend relief were returned properly attached to the pump outlet port. Both the sealed outflow graft and sealed outflow graft bend relief were severed approximately 2" from the proximal end which connects to the outflow elbow. The sealed inflow conduit was severed at the midpoint of the knitted graft and the proximal portion of the component was not returned. The patient's explanted pacemaker was also returned to the manufacturer. Examination of the blood contacting surfaces upon disassembly of the pump revealed a red, tin, soft thrombus formation that extended through the inlet stator to the proximal end of the rotor. Although the origin of the thrombus formation could not be conclusively determined, the thrombus lacked lamination, showed no denaturation, détente through ll three stator blades simultaneously, and while it separated during disassembly, it appeared to have originated as one continuous structure. Blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was originally reported that the patient expired due to sepsis. It was reported that the vad operated as intended and the patient's death was related to sepsis secondary to pneumonia. The pump was received for routine evaluation and during investigation, thrombus was observed.